Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted medial a2/p2 (anterior 2 and posterior 2 leaflet segments). A second mitraclip xt was chosen to further reduce mr. The second clip was lateral to the first clip in the a2/p2 area. The final mr grade was 1. On (B)(6) 2025 a follow-up transthoracic echocardiogram (tte) was performed. It was noted that the mr grade rose slightly to approximately 2. The second clip showed slight movement on the posterior leaflet.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported migration (partial clip movement). The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention or treatment was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xtw was implanted medial a2/p2 (anterior 2 and posterior 2 leaflet segments). A second mitraclip xt was chosen to further reduce mr. The second clip was lateral to the first clip in the a2/p2 area. The final mr grade was 1. On (B)(6) 2025 a follow-up transthoracic echocardiogram (tte) was performed. It was noted that the mr grade rose slightly to approximately 2. The second clip showed slight movement on the posterior leaflet.